Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The ra and rv leads were explanted and replaced due to dislodgement which was caused by twiddler's syndrome. There were no adverse patient events reported. The hospital retained the devices. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).